Event description:
A hospital in (B) (6) reported via a distributor that when the iw910aek mobile infant warmer was set in 'baby' mode, medical staff could not dial the control knob beyond 36 degrees celsius. The event occurred before the patient use. No patient consequence was detected.

Manufacturer narrative:
(B) (4). Fisher & paykel healthcare has been informed that the pcb component of the affected iw910aek mobile infant warmer is en route for investigation. We will submit our findings in a follow-up report, following receipt of the device and completion of our investigation.